Event description:
It was reported that the external pulse generator (epg) was unable to turn on. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to turn on. It was noted that the on/off key was not working and stuck. It was also noted that the elastomer plug and screw were missing. The tube insulator sleeve was missing. Two control knobs were damaged. There was an error identified in the error log. The membrane keypad, elastomer plug, screw, tube insulator sleeve, and control knobs were replaced. The epg then passed final tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.